Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid, at an unknown concent ration and dose. When asked for drug information, the patient stated that he only knew it was dilaudid, and that they just ¿lowered the dose to do a pumpogram.¿ the indication for use was non-malignant pain. It was reported that there was a suspected problem with the pump and catheter. It was reported that the patient was not getting any pain medication from the pump going to his spinal column. The patient did not know if there is a granuloma on the catheter or if the pump is bad itself. When asked if the patient knew a date for when all of these problems first started, it was stated that they first suspected a problem with the irregularity when they took the medication out and refilled it in (B)(6) of last year (2017). The patient had called to request compatibility guidelines for an MRI (magnetic resonance imaging). It was reported that the procedure was related to the device/therapy. The patient stated that he was supposed to get a sitting MRI on (B)(6) 2018, but he called and talked to the healthcare provider about it, and was told that he couldn¿t get an MRI because it wasn¿t safe with the pump. It was confirmed this was a vertical MRI machine. Patient services reviewed the manufacturer¿s guidelines; the pump is MRI conditional and has only been tested for safety for horizontal closed bore machines, not vertical. The patient stated that he can¿t get a horizontal closed bore MRI because he is ¿extremely claustrophobic.¿ it was noted that this was diagnosed prior to getting the pump implanted. It was recommended that the patient follow-up with the healthcare provider for any suggestions on alternate scans. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 8709 lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: product type catheter product ID 8596sc lot# serial# (B)(4) implanted: 2010 (B)(6) explanted: 2018 (B)(6) product type catheter information references the main component of the system. Other relevant device(s) are : product ID: 8596sc serial/lot# (B)(4) ubd 2012 (B)(6), UDI# (B)(4) other relevant device(s) are : product ID: 8709 serial/lot# (B)(4) ubd 2010 (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Per the session data report the patient was receiving dilaudid 1mg/ml at 0.7271mg/day . The patient complained of return of symptoms. Refill removal volumes were within specifications. There were no environmental, external or patient factors that may have led or contributed to the issue. The physician decided to do a dye study and was unable to aspirate the catheter. The patient was scheduled for a dye study. It was also noted that per the session data report an empty pump alarm occurred. At the revision the physician was again unable to aspirate from the side port of the pump. The physician disconnected the 8596sc pump segment that was in the patient from the 8709 catheter and immediately got csf (cerebral spinal fluid) flow. A new 8596sc pump segment attached and the physician decided to replace the pump as well. Side port aspiration provided csf (cerebral spinal fluid) flow. The issue was noted as resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.